Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited decreased r-wave signal amplitude measurements, high thresholds and intermittent loss of capture (loc). The lead was noted to have dislodged. Outputs were increased to 7.0 volts and the patient was scheduled for a lead revision procedure to reposition the lead on a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that a revision procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.